Event description:
It was reported that three hours post implant, the right ventricular lead exhibited loss of capture even at 7.5 v. Bipolar impedance was 2000 ohms. The ventricular polarity was changed to the unipolar configuration. The patient is not dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.